Event description:
Reporter alleged blood glucose device generated a result outside the measuring range of the device. It was stated when the MFR was looking at the memory readings concerning a separate issue, a result of 680 mg/dl appeared in the memory. Customer stated taking his normal amount of 20 units of insulin and no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.